Manufacturer narrative:
Patient information unknown/ not provided. Asku. Device evaluation: the complaint lens was received wrapped in gauze. Visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue. The lens was cleaned and, no issues that could contribute to or cause the complaint issue could be identified. Manufacturing record review: the manufacturing records review was performed, and no nonconformity report was found as part of this manufacturing records review. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints were received for this production order number. Conclusion: the complaint issues were not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. An attempt was made to obtain the missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to mechanical failure which was diagnosed on (B)(6) 2022. Further information noted that the mechanical failure was described as patient had blurry vision, unable to read or see clearly. Explanted iol was replaced with aab00 +22.5 diopter size iol. There was new incision made and the lens was removed whole, but no vitrectomy and no sutures performed. There was no patient post-op injury. No other information was provided.